Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose of 450mg/dl. The customer mentioned that the insulin pump alarmed motor error after being released from the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self test, error test, basic occlusion test and displacement test. No motor error alarms noted. However, the unit was unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with intermittent buttons due to corroded keypad traces and scratched display window.